Event description:
Description of event according to wce-1713: zenith alpha thoracic post market retrospective study: on (B)(6) 2019, the 61-year-old female patient was urgently treated for a fusiform thoracic aortic aneurysm with placement of a proximal zta-pt-34-30-209 and a distal zta-pt-32-28-201, starting in zone 3. Pre-procedure staged procedure was completed on (B)(6) 2019: placement of a thoraflex hybrid graft in the aortic arch to provide sealing zone. Study procedure angiography revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2019, the patient underwent a staged procedure: aorto-aortic bypass with supra-celiac clamping and paddle re-implantation of the visceral arteries. During that procedure, the patient experienced cardiac arrest. This was not related to the study device or procedure. On (B)(6) 2019, follow-up imaging revealed patent study devices, no thrombus, no device issues, occluded superior mesenteric artery (sma), and a type ib endoleak. The event was considered related to the study device, noting ¿in view of abdominal pain and transit problems, an angioscan was performed on (B)(6) 2019 and showed tight stenosis of the superior mesenteric artery associated with a type ib endoleak at the level of the supra-coeliac zta graft (module 2).¿ a secondary intervention was performed on (B)(6) 2019¿placement of additional graft, stent and angioplasty. The additional devices placed were: ¿cook - zenith flex - esb-32-39-zt g55209 -- in the zone 9 of aorta. Stent boston - express ld vascular - 8-27 in the superior mesenteric artery.¿ on (B)(6) 2020, follow-up imaging revealed patent study devices, no thrombus, patient sma, no device issues, and no endoleaks. Patient outcome: the endoleak is noted as resolved due to the successful secondary intervention. Follow-up imaging data confirms resolution of the endoleak.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). Summary of investigational findings: this complaint is opened to address a type 1b endoleak in a patient enrolled in a zenith alpha thoracic post market retrospective study (1713). On (B)(6) 2019 the patient underwent a procedure with placement of a thoraflex hybrid graft in the aortic arch to provide sealing zone prior to the study procedure. On (B)(6) 2019, a 61-year-old female patient was urgently treated for a fusiform thoracic aortic aneurysm with placement of a proximal zta-pt-34-30-209 and a distal zta-pt-32-28-201 (complaint device), the distal landing zone of the device was above celiac. Length of proximal and distal seal zone is noted as 0 mm. Study procedure angiography revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2019, the patient underwent a staged procedure: aorto-aortic bypass with supra-celiac clamping and paddle re-implantation of the visceral arteries. During that procedure, the patient experienced cardiac arrest. This was not related to the study device or procedure. On (B)(6) 2019, follow-up imaging revealed patent study devices, no thrombus, no device issues, occluded superior mesenteric artery (sma), and a type ib endoleak. The event was considered related to the study device, noting ¿in view of abdominal pain and transit problems, an angioscan was performed on (B)(6) 2019 and showed tight stenosis of the superior mesenteric artery associated with a type ib endoleak at the level of the supra-coeliac zta graft.¿ a secondary intervention was performed on (B)(6) 2019¿placement of additional graft, stent and angioplasty. The additional devices placed were cook - zenith flex - esb-32-39-zt in the zone 9, overlapping with the zta graft. Stent boston - express ld vascular - 8-27 in the superior mesenteric artery. On (B)(6) 2020, follow-up imaging revealed patent study devices, no thrombus, patient sma, no device issues, and no endoleaks. Review of the device history record gave no indication of the device being produced out of specification. Two zta devices were implanted on (B)(6) 2019, the distal landing zone was above celiac and a distal seal zone length of 0 mm is reported. An additional staged procedure with aorto-aortic bypass with supra-celiac clamping and paddle re-implantation of the visceral arteries were performed on (B)(6) 2019. According to the instruction for use ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair including, nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer, with a length of at least 20 mm.¿ hence it is outside the instructions for use that the zta complaint device was implanted with a 0 mm seal zone. This means that the distal end of the complaint device landed within the aneurysm. Information about whether this was planned to be treated during the staged procedure is not provided. Based on the reported information it is unknown if the incomplete seal during the study procedure was treated during the staged procedure, if it was not treated it is possible that this could be the cause for the type 1b endoleak. In addition, the distal landing zone was reported to be above celiac artery in zone 3 and the endoleak was treated by overlapping the zta with a esb in zone 9, this indicates that the staged procedure may have caused some anatomical changes in aorta, and it is unknown whether this could potentially have contributed to the type 1b endoleak. Cook will reopen the investigation if further information is provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.